Event description:
It was reported that during troubleshooting for an unrelated alarm on the homechoice (hc) device, the registered nurse (rn) reused single-use supplies. This occurred during the fill cycle of therapy, while the home patient was connected. The rn explained that there was no solution in the bags so they disconnected and reconnected a solution bag on the heater line. The technical service representative (tsr) advised the nurse against changing solution bags during therapy and assisted to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.